Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('left coil had perforated my left fallopian tube') and internal haemorrhage ('internal bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), internal haemorrhage (seriousness criterion medically significant) and pelvic pain ("severe pain"). At the time of the report, the fallopian tube perforation, internal haemorrhage and pelvic pain outcome was unknown. The reporter considered fallopian tube perforation, internal haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram on an unknown date: left coil had perforated left fallopian tube. Concerning the injuries reported in this case, the following one/ones were reported via social media: pelvic pain, internal haemorrhage, fallopian tube perforation. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.